Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a severe low blood glucose and had to go to the emergency room on wednesday. The customer's blood glucose was unknown at the time of incident. Customer reported that they received failed battery alert. Customer reported that they experienced high blood glucose. Customer did not provide any symptoms. The customer was treated with manual injection and insulin pump. The insulin pump will not be returned for analysis.